Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.5/+4.5/100 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive surprise.

Manufacturer narrative:
Corrected data: date of report should be corrected to 19-jul-2018 in the original MDR. Date received should be corrected to 19-jul-2018 in the original MDR. Claim#: (B)(4).